Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/11/2020 additional h6 patient code: 2199 additional information: h6 a manufacturing record evaluation was performed for the finished device lot number am6301, and no non conformances / manufacturing irregularities were identified. The following information was requested but unavailable: what tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Was there any patient consequence or injury? What is the condition of the patient? Procedure date? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - what tissue/location was suturing when pull off occurred? - were there any unexpected outcomes or complications as a result of this suture needle pull off event? - was there any patient consequence or injury? - what is the condition of the patient? - procedure date? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a perineal laceration after delivery procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle while sewing. The needle was embedded in the perineal tissue but was located by x-ray; and was retrieved. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.